Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was malignant pain. The patient reported difficulty connecting to the pump. During the call patient confirmed seeing ¿no pump found¿. The patient closed the myptm app which did not resolve. The patient further mentioned their pump is on their right hip and moves. The patient¿s doctor has seen them twice and mentioned they noticed the pump moves a little bit. The patient confirmed the communicator has not been dropped or wet and attempted repositioning communicator which did not resolve. The patient reset the communicator and restarted the handset but needed assistance unlocking the handset. The agent could hear a voice assistance must have been activated on the samsung handset and attempted to conference on health care it to assist but patient disconnected the call. The patient called back and was transferred hcit for further assistance. The patient was transferred back for connections issues. The agent had the patient try to connect the ptm and it would stop at 66%. The agent then had the patient restart the handset and then was unable to open app or settings. The handset was not responding when they try to open anything. An email was sent to the repair department for a replacement device.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who reported ¿the doctor noticed the other day that it (pump) shifted, but, they could do everything and refill it and all.¿ the patient mentioned that her pump is in her back.